Event description:
It was reported that biomed had a device that was asked for current password. The device is under warranty and would came in for service. Per sample evaluation results on (B)(6) 2024, it was reported that the two tank seals found off center of the tank hole causing leaks around the tube. Circulation pump motor sn (B)(6) was replaced with motor sn (B)(6) due to dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.